Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had no delivery anomaly. The customer's blood glucose was 469 mg/dl. The customer stated that they had changed the infusion set and still got the same error. Advised customer to revert to backup plan. The product was returned for analysis.